Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17025414 is (B)(4). The customer¿s report that the lower fitment component was not shaped correctly was confirmed. Visual inspection showed that the lower fitment component was bent at an angle greater than the expected 90 degrees. Further inspection under magnification showed a slight breakage at the noted bend. Functional testing with attempted infusions resulted in pump module alarms and the infusions not being able to continue. The root cause was not identified.

Event description:
The customer reported that when the patient returned from a procedure with a manual fluid administration set, the blue plastic piece that goes into the pump wasn't shaped correctly and wouldn't fit into the pump. There is no report of patient harm.